Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, due to patient anatomy abnormal, the lead dislodged. Physician replaced the ipl with another one to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.